Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 implant of the fast fix failed to secure at the outside of articular cavity, the t2 of the device fell off from the device shaft. Both implants were removed from the patient using surgical clamps. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without anchors or suture. The actuator was in the pre t2/post t1 position and the device had white debris on the handle and depth adjustor. A functional evaluation found the device cycled as intended. A review of the customer provided image found a fast fix 360 placed in its original sterile packaging next to the original box. The implants and suture were not visible. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and root cause could not be determined because the state of the returned device without the implants or suture returned was inconclusive. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: part of the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without anchors or suture. The actuator was in the pre t2/post t1 position and the device had white debris on the handle and depth adjustor. A functional evaluation found the device cycled as intended. A review of the customer provided image found a fast fix 360 placed in its original sterile packaging next to the original box. The implants and suture were not visible. There was no relationship found between the device and the reported event. The complaint was not confirmed and root cause could not be determined because the state of the returned device without the implants or suture returned was inconclusive. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.